Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level of above (50 mg/dl) the customer drank juice and took a glucagon shot to stabilize bg level. As the customer did not contact tandem technical support at the time of the reported issues, troubleshooting could not be performed. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.

Manufacturer narrative:
Review of pump data by tandem quality engineering: there were no low blood glucose (bg) levels recorded between (B)(6) 2016. There is no evidence of a device malfunction or failure.